Event description:
Information received by medtronic indicated that the insulin pump had a blank display. It was reported that the customer fell in water and later found that the pump had a blank screen. Insulin pump had a crack on the side of the battery compartment. Troubleshooting was performed and found that the pump was not bumped or dropped. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black case type = ngp on (B)(6) 2022 the customer reported a crack in the case on the back of the battery compartment and a faded serial number label. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, another crack in the case running horizontally across the battery tube about where the bottom of the battery compartment is located, faded serial number label. It is unknown if the serial number label was faded at the time the customer received the product. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. No unexpected blank displays were noted during testing. The first attempt to download/upload using crest/thus was unsuccessful since an open book image appears while holding down the go back and down keypad buttons. The second attempt to download a xtest file and then upload the bootloader traces was unsuccessful as well for the same reason. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board, keypad flex cable terminal; pcba1--j7, j6, da1, da2, components located at the top of the back side of the board, j1, u1; rust on the force sensor. After plugging a known good pcba2 and a known good pcba1 into a known good case, the unit booted up normally. After plugging a known good pcba2 into the original pcba1 and then into a known good case, a pump error 23 screen appeared and was unable to be cleared using the down keypad button. After plugging the original pcba2 into a known good pcba1 and then into the known good case, the unit booted up to a critical pump error (open book image) alarm. The force sensor zero offset measured out of spec = -0.1 mv. In summary, the customer¿s report of a crack in the case on the back of the battery compartment and a faded serial number label both were confirmed during testing. The critical pump error (open book image) alarm and the inability to upload are due to the rust seen on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.